Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was over-sensing. The patient presented in clinic and the physician determined it was myopotential over-sensing. Programming changes were made to resolve the issue. Patient was stable throughout the event.